Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering of images occurred due to the damage of the rx module, (the signal receiving module in the center of the video connector). The cause of the faulty rx module could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed, broken/cracked rx module unit was found that needed to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit had electric characteristic issues: output issue and receptacle issue. There was no harm or user injury reported due to the event.